Event description:
This is the same event and the same pt reported under MDR ID # 2939859-1999-00013 (collagen corporation). This second MDR is being submitted for the second suspect product, also a device manufactured by collagen corporation. This separate distinct number is provided per the FDA's request for traceability purposes. A physician reported an adverse event involving the use of bovine collagen for intradermal augmentation. The pt was skin tested with negative responses. In addition, the physician treated the pt with 0.5 ml of one formulation of the product in the nasolabial lines, and with 0.5 ml of a second formulation of the product in the upper lip. Sometime in november, the pt developed intermittent erythema and swelling at all implantation sites. The physician wrote, "allergic reaction occurred approximately 1 month after treatment despite negative test doses". The test sites reacted at the time time. Initially, unidentified oral antihistamines were used to treat the local symptoms, and were ineffective. On 1/10/2000 the dr prescribed a short course of unidentified oral steroids. It was noted that the pt displayed systemic symptoms of headaches, nausea and arthralgia. The diagnosis for the arthalgia was given as "non-specific arthralgia". The etiology for the headaches and nausea was "drug related (antihistamines)". The physician stated that the systemic symptoms were not product related. Under relevent history the physician wrote "air hostess - frequent air travel and climate change". The pt was taking no concomitant medications and receiving no concomitant medical treatments.